Manufacturer narrative:
It was reported that the ventilator did not start the initial screen. Our field service engineer investigated the ventilator on site. It turned out that the dc/dc and standard connectors printed circuit board (pcb) was defective. The pcb was exchanged from another ventilator and during new tests a technical error was generated and the test of the flow transducer failed during the pre-use check. The expiratory cassette was changed with another one and several pre-use checks were carried out, all of which passed. In addition, the holder for the o2 cell was missing. The ventilator will be released for use after replacement of the o2 cell holder. The dc/dc and standard connectors pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator did not start the initial screen. There was no patient involvement. Manufacturer's ref. #: (B)(4).